Manufacturer narrative:
Evaluation summary - the complaint devices have not been returned for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. This report was mailed to the FDA on:12/20/2007.

Event description:
A customer reports his wife experienced blurry vision following multi-focal intraocular lens (iol) implant surgery. After four months, the patient was seen by a second surgeon who indicated the patient was 'legally blind' and recommended removal of the lenses. The lenses were explanted and her vision improved. Right eye: 1119421-2007-00557, left eye: 1119421-2007-00558. During a follow-up phone conversation with the patient, she indicated after the initial implant surgery, everything looked blurry, doubled and had a white ghosting image around it. She was seen by a retinal specialist and was told she had swelling in both eyes. The patient received intraocular injections in both eyes, but they did not specialist her symptoms. The patient had difficulty reading, watching tv, using the computer and driving. The patient stated she went to a second surgeon who removed the lenses and replaced them with monofocal lenses. She is doing well and is satisfied with the outcome. Additional information has been requested from the implanting surgeon. Additional information has been requested.